Event description:
A male, with pulmonary disease and a previous history of hypertension and hostile abdomen, underwent aaa repair in 2009. The pt's anatomical form was considered suitable for aaa repair, although, angulation was confirmed at the proximal neck and abdominal aorta. The procedure was conducted as labeled. Final confirmatory angiography revealed a proximal type I endoleak. Additional balloon dilation was performed for the endoleak, the endoleak was reduced. The physician decided to take a wait-and-see approach and finished the procedure. At about 5 days later, resolution of the endoleak was confirmed by a follow-up CT. The pt was then discharged from the hospital. The pt has shown recovery and was discharged.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. Without images or additional information we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.